Event description:
My son gets headaches, has a sore in his mouth that will not heal. He is tired a lot and has trouble concentrating. He wears masks during school and at basketball practices and tournaments. We have taken him to the doctor and received a medical mask exemption but the school superintendent will not honor it. He is asking to see my son's medical records from (B)(6) 2020-now. That is private information that I don't want to share. (B)(6). FDA safety report ID# (B)(4).